Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of the tubing falling apart could not be verified due to the product not being returned for failure investigation. Device history record review for model 10014881 lot number 22039413 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Event description:
It was reported while using bd sec 20dp w/ss dc low sorb the tubing fell apart. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: tubing fell apart.

Event description:
It was reported while using bd sec 20dp w/ss dc low sorb the tubing fell apart. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: tubing fell apart.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.